Event description:
The customer called and reported that insulin was alarming that the force sensor system was compromised. Customer was unable to exit the preparing to prime loop. The insulin pump was regularly dropped prior to alarm occurring. While troubleshooting, it was reported that the drive support cap was sticking out. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.